Event description:
On 2001, one of the co's sales rep was informed by the mgr (nurse) that an injury (i.e., perforation) occurred during a colonoscopy. The dr removed several polyps using the electrosurgical generator. Three were removed by hot biopsy forceps and one was removed using a snare technique. For the hot biopsy, the setting was 60 watts of soft coag in 2 to 3 second intervals totaling 15 seconds. However, 48 hours post-procedure the pt was still in pain; therefore, a test for the colon being breached was performed. A perforation was diagnosed in the right colon from removing one of the polyps that was in a fold using the hot biopsy forceps.